Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse identified that the sequencer which is in the system interface board (sib)box was unable to retrieve an ip address from the host pc indicating a possible network issue between host pc, ethernet switch and sibbox. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the circuit breaker tripped at m cabinet and after resetting it, and powering up the system, it was found that no geometry was displayed. Fse started geometry pc and checked error logs and found multiple errors related to sib. Fse also found that the power supply was bad. Fse replaced the power supply and the sibox and turned on the system which resolved the issue. The defective power supply was returned for analysis. Part analysis indicated that there was an electronic failure of none of the leds turning on and no power output for the power supply. After replacing the power supply and sibbox and resetting the circuit breaker, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up and stuck at the 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.